Event description:
No further event information at time of this report.

Manufacturer narrative:
A visual inspection of the returned item found it to exhibit signs of repeated use and have one of the ball bearing components disassembled / missing. The components were not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp shim was found to be missing a ball bearing when it was returned to the office. It was reported that no further information is available.